Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed blisters, irritation, and bleeding on their back. The patient indicated a history of skin allergies. The patient expressed interest in ending use of the lifevest but had not contacted their doctor at the time of the complaint and had not received medical intervention. Follow-up with the patient to determine the outcome of the skin condition was diligently attempted but the patient could not be reached.